Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in properly loading a new cartridge, successfully resolving the issue. Customer replaced the cartridge and resumed insulin therapy without further complications.